Event description:
It was reported that a user experienced repeated dexcom g7 continuous glucose monitor (cgm) pairing failures with the ilet pump, resulting in intermittent loss of cgm data on the pump; the problem was characterized as intermittent communication failure involving the antenna and electrical/magnetic components. Symptoms included hyperglycemia with a peak glucose of 316 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the pump, consistent with an intermittent communication failure associated with the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.